Event description:
It was reported during a lead replacement procedure on (B)(6) 2013, the physician accidently cut one of the quad leads while suturing the leads in the pocket site (reference MFR report: 1627487-2012-10410). The lead was then replaced and surgery completed. The pt had great stimulation coverage. The procedure was extended by an hour and a half.

Manufacturer narrative:
Results: the complaint was confirmed a visual inspection was performed and it was confirmed the lead had been cut as noted in the event details, no electrical testing was performed. There was no alleged failure to meet specification. No product analysis checklist form was initiated because product testing cannot give any additional information regarding the customer's complaint per (B)(4). Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.